Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the device was having difficulty maintaining patient temperature. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device was having difficulty maintaining patient temperature. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by providing feedback to the account regarding the best mode to select in order to prevent temperature deviation issues.

Event description:
It was reported that the device was having difficulty maintaining patient temperature. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the patient temperature deviated (actual temperature if available and duration it was over +/- 1 degree c). Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c (or actual temperature) for greater than 30 minutes.

Event description:
It was reported that the patient temperature deviated (actual temperature if available and duration it was over +/- 1 degree c). Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c (or actual temperature) for greater than 30 minutes.

Manufacturer narrative:
It was identified/reported that the patient temperature deviated 1.4 degrees c from target temperature for up to approximately 1.5 hours. Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c for greater than 30 minutes.

Event description:
It was reported that the patient temperature deviated (actual temperature if available and duration it was over +/- 1 degree c). Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c (or actual temperature) for greater than 30 minutes.